Event description:
A mayfield skull clamp was reported to have slipped on a pt after the patient's head was positioned in the unit for unspecified surgery. The unit was immediately changed to another mayfield skull clamp and the surgery commenced without further incident. There was no injury or delay with this event. Mayfield skull pins were being used during the surgery. It was the staffs' opinion that the unit was improperly fixed to the patient's head, not that there was a problem with the unit.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.